Event description:
Ous MDR - after an implantation time of about 6 days, it was reported that the sensing values (rv amplitude) were below the pacing threshold. The values were received via homemonitoring. Twiddler syndrome was suspected. A revision of the lead is planned. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of the lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.